Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, which resolved the issue, and was informed to call back if any malfunction code recurred. Customer acknowledged and understood the instructions given.